Event description:
This report is related to previously reported complaint of high capture thresholds due to micro dislodgement, reported on (B)(6), MFR number 2017865-2013-03140. It was reported that the asymptomatic patient presented for a routine generator change out procedure, with the right ventricular lead that had chronically high thresholds due to micro dislodgment. Due to the patient's increased dependency, doctor chose to change out the lead at the same time as the generator change. Lead was capped and replaced on (B)(6). Patient was stable before, during, and after the procedure.